Event description:
The reporter stated that the sets are disconnecting between the cassette and the arrow down side of the cassette. All samples have been discarded. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The reporter indicated that the samples were unavailable for return. There were no issues noted during review of the device history record. Review of the complaint database indicates this is the only reported complaint for this product code in the past 24 months. Smiths is unable to confirm the issue or determine a possible cause without returned product evaluation. No additional action is necessary at this time. Smiths considers this MDR closed with this report.